Event description:
It was reported the coil prematurely detached while adjusting inside the aneurysm. No patient injury reported.

Manufacturer narrative:
The device has been evaluated and it was confirmed that the implant coil had been broken from the pushwire. (B)(4).